Manufacturer narrative:
The device was received fully deployed. The investigation found no bends, kinks or damages to the soft cannula. The pod data shows no evidence of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. The investigation found all three battery voltages to be lower than expected. A power supply was used to download the pod data. The shelf mode current was measured to be out of specification and can be confirmed as the cause of the low battery voltages. The pcb was inspected and no damages or defects were observed that would contribute to high shelf mode current. It can be confirmed that the high shelf mode current did not contribute to the reported event. The cause of the measured high shelf mode current could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: tp1a.220624.014.n981usqsehyh1 hardware: sm-n981u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. As treatment, an insulin injection was administered via a pen to lower the bg level.